Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they customer hospitalized due to high blood glucose on unknown with 600 mg/dl. Customer stated that sensor feature is on currently. Customer stated the led blinked on and off. Was is unable to charge the transmitter. Customer was not calling back after fully charging the transmitter. Customer was performed test and it was failed. Customer stated the blood glucose was not going down. The insulin pump will not be returned for analysis.